Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely purple and switched off. The complainant alleged the battery was changed and the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction of no display was verified and the system board and flex cable were replaced to remedy the malfunction. The device was recertified and returned to the customer. The malfunction of no power up on battery was observed but not duplicated. The battery interconnect board was replaced to reduce the probability of reoccurrence the suspect system board was returned to zoll medical USA; the display malfunction was attributed to a faulty solder joint on the filter inductor. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.